Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause for the malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the repair center for a separate issue. During the device analysis, the repair center identified white residue in the air/water channel, cylinder and auxiliary water channel. There was no patient involvement.